Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was presenting with a "no disposable, clamp tubing" alarm went off. The patient turned the pump off and then turned it back on. After that the product was working normally, but after a while the same alarm was issued. There were no reported adverse events.